Event description:
It was reported that a "failure to open port" message was seen upon interrogation of a device. It was determined that the problem was due to the usb connector not functioning properly. This was determined by swapping the usb connector the physician had for the sales representative's own usb connection. The device was received by the manufacturer for analysis on 04/15/2015. However, analysis has not been completed to date.

Manufacturer narrative:
.

Event description:
Product analysis for the hhd serial cable was completed and approved on (B)(6) 2015. An analysis was performed on the returned usb to db9 cable and a disconnected wire connection in the returned serial cable was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.